Event description:
(B)(4).

Manufacturer narrative:
(B)(4). In a follow up with the facility, the reporter stated that the lot number as unknown and the sample had been discarded. The reporter confirmed that the nurse had "labs done" and was "ok". Without the actual sample or lot number, a thorough investigation could not be performed and no specific conclusion can be drawn. Per the event description, the incident occurred when the nurse attempted to recap the catheter and needle after an unsuccessful attempt to start an IV. It should be noted that the introcan safety is designed to reduce the risk of needle stick injuries. (B)(4) guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b braun (B)(4) for informational purposes. If additional pertinent information becomes available, a follow up report will be submitted.